Event description:
It was reported that the user experienced hyperglycemia with a fingerstick glucose of 247 mg/dl while the continuous glucose sensor displayed a temporary error stating that glucose readings were unavailable, after which sensor readings resumed and the ilet display showed 214 mg/dl trending downward. Symptoms included hyperglycemia. Outcomes included no injury and self-management at home. Investigation included troubleshooting and education with guided cartridge replacement and confirmation that insulin delivery resumed on the ilet. Investigation of this case revealed a transient cgm sensor error that resolved, with no ilet malfunction observed and no component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.